Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records for the pulse generator confirmed sterilization of the device prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated that the pt developed an infection at the generator site and that the generator could be seen "through an opening in the skin." The infection was reported as starting out as a "red spot" that progressed to an opening. The surgeon reported that the generator was explanted in 2007 and the pt was placed on antibiotics. Further follow-up indicated that the generator site was healing, but the neck incision was currently hard and slightly red. In addition, it was reported that 2cc's of turbid fluid were aspirated and cultured from the neck incision site that resulted in a scant growth of staph aureus. The surgeon reported that this was a "sterile abscess" and was the result of the infection traveling "up the lead from the generator site." Reported treatment plan includes pt admission to the hosp, CT scan to determine degree of abscess spread, and the initiation of IV antibiotics. Explant surgery for the lead was reported as "likely."